Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 475cc breast implants and experienced deflation on the left side and bilateral ptosis. As a result, the patient underwent removal and replacement with non-mentor implants on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, a tear in the anterior aspect was noted, measuring approximately 1.0 cm. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).